Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k243207. Investigation summary: bd did not receive any samples or photos for investigation. Therefore, a total of 40 retained samples were subjected to a visual functional test for defective locking mechanism and hub/collar separation. The samples passed testing, as there were no signs of damaged or broken collars or separation during activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® eclipse¿ blood collection needle, the safety mechanism separated from the unit. No adverse impact was reported regarding the patient or user.